Event description:
It was reported that the ventilator had a popping noise while it was connected to a patient and the patient was not inspiring correctly. The ventilator was replaced by another one. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was tested on-site by our field service engineer, but the issue could not be reproduced. The device passed pre-use check reliably, without any alarms or abnormal noises. The reported ventilator is back in clinical use with no more issues reported. Device logs show that no pre-use check was performed prior to ventilation start on the reported date of event. The set ventilation mode was prvc (pressure regulated volume controlled). The logs show that alarms for high airway pressure, regulation pressure limited, high peep, leakage and high respiratory rate, were generated to and from during ventilation. In prvc the ventilator delivers a pre-set tidal volume and the pressure is automatically regulated to deliver the pre-set volume but it is limited to 5 cmh2o below the set upper pressure limit. The inspiratory pressure level is constant during each breath, but automatically adapts in small increments breath-by-breath to match the patient¿s lung mechanical properties for target volume delivery. The regulation pressure limited alarm is generated when the set volume is not attained due to the imposed restriction of the set upper pressure limit (- 5 cmh2o). The high pressure alarm is generated when the upper pressure limit is reached whereby the inspiration phase is terminated and goes over to expiration. With the information available we are unable to determine the cause of the reported problem but there is no indication of a ventilator malfunction.

Event description:
(B)(4).